Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2002: patient presented with following pre-op diagnosis: diskogenic back pain l3-4, l4-5, l5-s1. Intractable low back pain. Patient underwent the following procedure: left retroperitoneal dissection with exposure of l3-4, l4-5, l5-s1 discectomies, placement of cages and use of bmp for spinal fusion. Radical diskectomy, l3-4, l4-5, l5-s1. Anterior instrumentation with cages at l3-4, l4-5 and l5-s1. As per-op notes: dissection extended from l3 down to l5-s1. Entire anterior surface of l3-4 disc and l4-5 disc were exposed with ease. After discectomies cages were placed satisfactorily. At l3-4, cage was drilled and tapped, two 15x20mm cages were placed and bmp sponges were placed into cages. Cancellous bone was placed in between and anteriorly to it. At l5-s1, a 15 x20mm cage was placed and then another 15x20mm cage was placed. Cages were then filled with bmp and cancellous bone was placed in between cages and bmp material was placed there. On (B)(6) 2004: patient presented with following pre-op diagnosis: low back pain, lumbar radiculopathy. Patient underwent the following procedures: l2, l3 laminectomy, bilateral medial facetectomy and foraminotomy. Harvesting of autologous bone for spinous process. Posterior segment instrumentation at l2-s1, bilateral lateral transverse fusion grafting with cancellous and cortical bone harvested from spinous process at l2-3, l3-4, l4-5, l5-s1.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.